Event description:
It was reported that the inner cylinder of the vlift expander broke when it was driven between the vertebral bodies. Surgery was successfully completed with a 5 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual inspection: the shaft of the draw is confirmed to be fractured off of the knob. See attached images in communication log. Material analysis: a materials analysis was performed for a previous similar complaint related to inner shaft breakage of the vlift handle. No manufacturing defects were observed during this analysis. It was determined that the shaft fractured as a result of fatigue which was likely a combination of reversed bending and rotating bending. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. This device lot was manufactured in march of 2014 therefore the instrument is 7 years old. From instruments general IFU, the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Most likely cause of reported event is normal wear due to age.

Event description:
It was reported that the inner cylinder of the vlift expander broke when it was driven between the vertebral bodies. Surgery was successfully completed with a 5 minute delay. No adverse consequences or medical intervention were reported.